Event description:
It was reported that the icast stent detached from the balloon before deployment. As two stents were intended for simultaneous deployment, the second stent was removed due to the reported defect of the initial stent. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Additionally it was reported that the icast stent was left in the patient in a dissection plain.

Manufacturer narrative:
Additional information: b5, d10, e1- event site telephone, e3, h6- health effect ¿ clinical code.